Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the image provided for review confirms the reported breakage, however it does not indicated a root cause. Based on the information provided no clinical factors were found which would have contributed to the reported pin breakage. The pins are an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the internal pin which secures the internal plug of three(3) bioraptor knotless suture anchor hip broke off without fully securing the anchor, and got stuck in the middle of the anchor inside the patient. Both the anchor and the pin were removed. The procedure was completed with a 30-minute surgical delay using a back-up device. No further complications were reported. Patient is doing well.